Event description:
Blood glucose measured in the 30s mg/dl back to back with a result of 119 mg/dl however had low glucose symptoms. It was reported customer self treated with dietary adjustments and no medical treatment or actions was reportedly received. A request was made for the return of the suspect device and replacement product was sent.